Manufacturer narrative:
Relevant retention test strips (lot 368877) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 3%. The meter heater plate had blood on it during the test. Upon review of the meter's result memory, a value of 2.2 inr was recorded with a date of (B)(6) 2002 and a time of 11:33. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 9:30 a.m., a sample from this patient was tested using the meter, resulting with a value of 4.1 inr (the meter showed a date of (B)(6) with a time of 12:03). Within 1 hour of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.1 inr. The laboratory value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is good. The patient's therapeutic range is 2.5 - 3.5 inr. The reporter's product was requested for investigation and replacement product was sent to the patient.